Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information received on 4/19/2011: updated event description: the surgeon was trialing ntlc75 on (B)(6). The case was a total gastrectomy. Three days later, the patient presented with a leak. Product used in a total gastrectomy on duodenal tissue stapling across the duodenal stump. Device was only loaded and fired one time with the setting in blue. Staple line appeared haemostatic upon firing and upon inspection after firing. Two days post-operatively, the patient presented with sepsis and a collection of fluid was discovered in her abdomen (extra operatively). A drain was placed and the patient had to remain in hospital for an additional 5 days. Dr. (B)(6) said that he can't be 100% sure that it was the staple line that was leaking, but that b/c it was bile that he was pretty confident that is where the leak was coming from. Not necessary to reoperate; however, the additional time in hospital was a serious consequence. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a total gastrectomy procedure, the surgeon was using the device. Three days later, the patient presented with a leak. The patient required to have a drain and an extended stay in the hospital. One device was discarded. Patient is stable. Additional information has been requested.